Event description:
It was reported that this lead was surgically abandoned due to unknown product performance issue. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).